Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead displayed low, out of range shock impedance measurements. The local boston scientific field representative reported that the patient had been brought in several times for trouble-shooting and all testing had been stable. Of note, the patient was reported to have been using a brain stimulator. Boston scientific technical services (ts) discussed that it was possible that the brain stimulator was interfering with the measurements and recommended that the next time the patient is seen, they attempt measurements with the patient's brain stimulator on. In addition, while reviewing patient data ts also noted that the patient received inappropriate shock therapy in the past. The patient is to continue to be monitored. No adverse patient effects were reported.

Event description:
Subsequent information indicated that the system displayed an additional low, out of range shock impedance measurement. Upon review of device history, it was noted that the patient had received an inappropriate shock for atrial fibrillation with a rapid ventricular response. It was also reported that there was fuzzy noise noted on the rv channel but the noise did not impact any therapy delivery. Further, in-office testing was to be performed with the patient's bone simulator in an attempt to correlate the system's low shock impedance measurements. Attempts to obtain additional information were made but were unsuccessful. There were no adverse patient effects reported. The system remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.